Event description:
The pt fell and refractured the bone around the tfn. The surgeon is not certain when the nail "cut" through the head of the bone. It may have occurred when the pt fell, causing the pt to fall. However, the pt's bones are in very poor condition. The surgeon was pleased with the positioning of the nail at the initial implantation. The nail was removed in 2002.